Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were unresponsive and was unable to pass the verify screen. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned it with water and a tissue. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be peeling at the ok button and the audio bolus button was detached. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up arrow keypad button was intermittently responsive during testing; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.